Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and completely broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was broken. Customer's blood glucose was unknown. Insulin pump would need to be replaced.